Event description:
On 06/06/2024, it was reported by a distributor via (B)(4) that an ar-8725-30h micro compression ft screw had flecks of something coming off of the head. This occurred during a case and there were also parts of the threading that had built-up and they weren't able to remove.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided on 6/10/2024 where the distributor stated that this event occurred on (B)(6) 2024. All debris was retrieved from the patient. A new screw was used to complete the case.